Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 26-apr-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert). During this procedure, the device appeared to had doubled up on itself and physician wanted to remove it and the insert broke. The insert also was stretched out. According to the physician the breakage was diagnosed by laparoscopy. Device breakage is an anticipated event according to the technical analysis. In this particular case, since the breakage occurred in association with essure procedure, it is assessed as related to essure. This case was upgraded to incident upon receipt of follow-up information, since a laparoscopy was required. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. No further information is expected.

Manufacturer narrative:
Follow up information was received on 12-jan-2016 from physician (device breakage questionnaire) and case was upgraded to incident: patient demographic data was updated. She was (B)(6) and obese. Essure was inserted on (B)(6) 2015; the instructions for use (IFU) were followed. It was reported essure model ess505 was inserted (discrepant information provided). The lot number used was d13382. The breakage occurred during essure placement in the inner coil of the implant, but it was diagnosed post procedure via laparoscopy. The broken device was seen immediately following procedure, and hcp was unable to retrieve it completely. Physician stated the device appeared to had doubled up on itself after placed it, therefore he tried to remove and it partially came out and the rest remained in. The broken pieces were removed from uterus. Essure removal was planned on (B)(6) 2015 by laparoscopy. Additionally, physician informed it was medically necessary to remove essure and removal method was specified as laparoscopy. The patient had no injuries. The physician mentioned the breakage probably would not lead to a serious injury. The patient recovered. Follow up information received on 29-jan-2016: no response to follow-up attempts was obtained. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert). During this procedure, the device appeared to had doubled up on itself and physician wanted to remove it and the insert broke. The insert also was stretched out. According to the physician the breakage was diagnosed by laparoscopy and essure removal was scheduled. Device breakage during insertion is unlisted in the reference safety information for essure. In this particular case, since the breakage occurred in association with essure procedure, it is assessed as related to essure. This case was upgraded to incident upon receipt of follow-up information, since physician stated a laparoscopy was planned for essure removal. A product technical complaint analysis is being sought. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a physician in united states on 10-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. During insertion, physician wanted to remove insert and the insert broke during the process (essure insertion procedure). Insert also was stretched out. On (B)(6) 2015 the patient went to the doctor office for tubal ligation and the surgery was scheduled. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) but, during insertion, physician wanted to remove insert and the insert broke. The insert also was stretched out. The following day, a tubal ligation was scheduled. Device breakage during insertion is unlisted in the reference safety information for essure. In this particular case, the insert broke when the physician tried to remove the insert during insertion procedure. The number of trailing coils was not reported, so it is not possible to know if the physician could pull the insert. However, since the breakage occurred in association with essure procedure, the device breakage is assessed as related to essure. This case is regarded as other reportable incident due to device breakage. Although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. In addition, most likely reason for the planned tubal ligation is the alternative contraception. A product technical complaint analysis is being sought. Further information has been requested.